Event description:
It was reported that (3) devices were used during a gastrectomy. It was reported by affiliate that the tct75 instruments do not cut. Another instrument was used to complete the case. There was no consequence to the patient.